Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation occurred which required intervention. Device issue: none. It was reported that the target lesion was the mid lad with mild tortuosity, mild calcification, and 75% stenosis. After performing ivus, the vision 3.5 x 15 was implanted. Immediately after the stent implantation, the st segment elevated, the patient's blood-pressure decreased, and a loss of consciousness occurred. Cardiac compression and iabp was performed. Angiography revealed contrast leaking from the vessel where a perforation had occurred at the distal end of the vision stent. Two other company's balloons were delivered, but were unable to cross the lesion. A third balloon was delivered and dilated and the procedure was completed. The patient's condition became stable. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. Perforation, hypotension and EKG changes, as listed in the instructions for use, are known adverse events associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.